Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was disposed of by the hospital.

Event description:
During tha surgery, the drill bit broke when drilling. The broken drill bit was completely removed from the patient and the surgery was continued with another drill bit.